Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and has been unable to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenace, or some unknown anomaly. At this point co's investigation of this matter is closed.

Event description:
On 2/34, the pt was transported to the hosp via ambulance after being found "nearly comatose" and dizzy. She had been obtaining meter readings of 30, 43, 70 mg/dl on her meter prior to transport. Because of these alleged low readings, she drank fruit juices and ceased taking her normal insulin dosages. Upon arrival, the pt's blood glucose level was 537 mg/dl (unknown method or time). Her 2/24 morning blood glucose result on the meter was 31 mg/dl. She was admitted and treated for hyperglycemia. Although the meter is cleaned according to MFR's recommendations, it is not cleaned once a week as is recommended in the owner's booklet. No quality control checks are performed.